Event description:
It was reported there was a problem with the patient programmer. It was noted the patient was seeing the low battery icon and they were going to put new batteries in the patient programmer. It was reported there was a surging sensation. It was logged there was a surging sensation that occurred a week prior to report while sleeping. It was noted the patient felt it while moving in bed. It was reported it was normal for the patient to feel the change in stimulation. It was suggested the patient "adjust stimulation so that from one body position to the next, while laying was the same so she would not feel the change in stimulation when moving". It was logged the neurostimulator battery needed revision because it was poking out, "like her body was rejecting the device." It was reported the patient was scheduled for revision on (B)(6) 2014.

Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2013, product type: lead product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2013, product type: lead product ID: 97740, serial# (B)(4), product type: programmer, patient (B)(4).